Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, per chraim et al, "long-term outcome of first metatarsophalangeal joint fusion in the treatment of sever hallux rigidus", two patients required removal of the plate due to persistant subjective foreign body sensation.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.